Manufacturer narrative:
Pump was received with cracked and bleeding on lcd glass, broken lcd window, broken case at end cap area, broken off the end cap, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip. Unable to verify button error alarm due to cracked and bleeding on lcd glass. No moisture damage on keypad traces noted.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 197 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.